Event description:
Taxus liberte (B)(4). It was reported that during a coronary drug eluting stenting treatment procedure, the stent was found to be implanted sub-optimally. The 24 mm and 90% stenosed target lesion was located in a previously placed unk stent located in the proximal left anterior descending coronary artery (lad). There was a vessel diameter of 3.5mm. A 3.50x24mm taxus liberte stent delivery system was advanced to the target lesion for direct stenting. The stent was deployed and was post dilated using two unk 4.0x15mm balloon catheters. It was reported by the site that the stent placement was sub-optimal. Potentially either the stent was not fully expanded or the stent was shorter than the lesion. The procedure was competed with this device. The pt condition post procedure was reported to be good.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).